Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: failure analysis and root cause - evaluation was unable to be performed as the device was found to be contaminated. The device does not meet requirements for out of box failures. Based on failure description ¿oob failure: fragmentation error¿ it is possible this complaint could be because of a transducer issue; however, without testing, we are unable to verify. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. An investigation for cause was unable to be performed. UDI: (B)(4). Linked to mfg report numbers: 3006697299-2019-00149; 3006697299-2019-00151; 3006697299-2019-00152.

Event description:
This is 2 of 4 reports. A customer reported that they had an inspection of the c2602 cusa excel 36khz straight handpiece. They switched on the unit and completed the wait period but when they pressed the amplitude test, it did not get pass and gave vibration alert. They pressed the orange vibration foot pedal in run mode but there was no output noted and still gave them vibration alert. The customer tried to check on a new handpiece using the same cusa console and found that it was working with no problem. Additional information received on 30nov2019 indicated that the device was not in contact with the patient and no injury was reported.